Event description:
Maryland jaw ligasure reading ¿check equipment¿ on monitor during procedure and ligasure stopped working. Device removed from field and new ligasure was opened and used. FDA safety report ID # (B)(4).